Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the holder separated from the unit. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the holder separated from the unit. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The MDR submitted with MFR report #: 1024879-2025-01273 was submitted with the incorrect site registration number. This MDR is now void and an MDR with the correct site registration number will be submitted.